Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported an error code was displayed. The error could not be duplicated. The device was restored to service. No patient involvement or complications were reported.